Event description:
It was reported via repair work order that the sheathing on the nurse call cable was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.